Event description:
During patient treatment with the 3100a, operators reported that the oscillating driver stopped and they noticed a burning smell. The patient was placed on a conventional ventilator without compromise.